Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the returned rotowire was froze within the burr catheter. Blood was present in the sheath due to sheath damage present. Microscopic inspection of the device found that at 1cm distal from the strain relief, the sheath was torn and kinked, and the coil was stretched for a total length of 1cm at the strain relief. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that a device leak occurred. The target lesion was located in the anterior descending branch artery. A 1.25mm rotalink burr was selected for use. During the procedure, water leakage at the connection between burr and advancer was noted. The procedure was completed with another rotalink burr device. No complications reported and patient was stable post procedure. However, device analysis revealed the sheath torn, and rotowire was froze within the burr catheter.